Manufacturer narrative:
No product will be returned for device analysis. (B)(4).

Event description:
During knee arthroscopy utilizing the full radius blade, it was reported that the platinum shaver blade left metal fillings inside joint. The surgeon cleaned as much of the metal sheds as he could with a platinum blade. However, the surgeon was not confident that all the debris was removed from the knee joint. The patient¿s post-operative condition was reported as fine. The device is not available to be returned for analysis.